Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and constant chronic pelvic pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea / menstrual cramping / painful periods"), device dislocation ("essure coils in the expected proximal regions of both fallopian tubes") and enterocolitis haemorrhagic ("bloody mucous stool") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menstruation irregular ("irregular menses"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and anxiety ("increased anxiety"). On (B)(6) 2016, the patient experienced enterocolitis haemorrhagic (seriousness criterion medically significant), abdominal pain ("severe and constant abdominal pain") and ovarian cyst ("follicle or cyst on the left ovary"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), fatigue ("fatigue") and feeling abnormal (""foggy" feeling in her head"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, device dislocation, enterocolitis haemorrhagic, abdominal pain, dyspareunia, back pain, headache, fatigue, vaginal haemorrhage, menstruation irregular, anxiety, ovarian cyst and feeling abnormal outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, device dislocation, dysmenorrhoea, dyspareunia, enterocolitis haemorrhagic, fatigue, feeling abnormal, headache, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: follicle or cyst on the left ovary/ otherwise ok; on (B)(6) 2016: essure in the expected proximal regions of tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and constant chronic pelvic pain'), menorrhagia ('menorrhagia'), dysmenorrhoea ('dysmenorrhea / menstrual cramping / painful periods'), device dislocation ('essure coils in the expected proximal regions of both fallopian tubes') and enterocolitis haemorrhagic ('bloody mucous stool') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menstruation irregular ("irregular menses"), 1 year 8 months after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and anxiety ("increased anxiety"). On (B)(6) 2016, the patient experienced enterocolitis haemorrhagic (seriousness criterion medically significant), abdominal pain ("severe and constant abdominal pain") and ovarian cyst ("follicle or cyst on the left ovary"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), fatigue ("fatigue") and feeling abnormal (""foggy" feeling in her head"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), migraine ("migraines/ headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, device dislocation, enterocolitis haemorrhagic, abdominal pain, dyspareunia, back pain, headache, fatigue, vaginal haemorrhage, menstruation irregular, anxiety, ovarian cyst, feeling abnormal, migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, enterocolitis haemorrhagic, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: results: follicle or cyst on the left ovary/ otherwise ok; on (B)(6) 2016: results: essure in the expected proximal regions of tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and constant chronic pelvic pain'), menorrhagia ('menorrhagia'), dysmenorrhoea ('dysmenorrhea / menstrual cramping / painful periods'), device dislocation ('essure coils in the expected proximal regions of both fallopian tubes') and enterocolitis haemorrhagic ('bloody mucous stool') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menstruation irregular ("irregular menses"), 1 year 8 months after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and anxiety ("increased anxiety"). On (B)(6) 2016, the patient experienced enterocolitis haemorrhagic (seriousness criterion medically significant), abdominal pain ("severe and constant abdominal pain") and ovarian cyst ("follicle or cyst on the left ovary"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), fatigue ("fatigue") and feeling abnormal (""foggy" feeling in her head"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), migraine ("migraines/ headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, device dislocation, enterocolitis haemorrhagic, abdominal pain, dyspareunia, back pain, headache, fatigue, vaginal haemorrhage, menstruation irregular, anxiety, ovarian cyst, feeling abnormal, migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, enterocolitis haemorrhagic, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: results: follicle or cyst on the left ovary/ otherwise ok; on (B)(6) 2016: results: essure in the expected proximal regions of tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. New events: migraines/ headaches, abnormal bleeding, autoimmune disorder, hypersensitivity symptoms were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and constant chronic pelvic pain'), heavy menstrual bleeding ('menorrhagia'), dysmenorrhoea ('dysmenorrhea / menstrual cramping / painful periods') and device dislocation ('essure coils in the expected proximal regions of both fallopian tubes') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menstruation irregular ("irregular menses"), 1 year 8 months after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and anxiety ("increased anxiety"). On (B)(6) 2016, the patient experienced enterocolitis haemorrhagic ("bloody mucous stool"), abdominal pain ("severe and constant abdominal pain") and ovarian cyst ("follicle or cyst on the left ovary"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), fatigue ("fatigue") and feeling abnormal (""foggy" feeling in her head"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), back pain ("back pain"), migraine ("migraines/ headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea, device dislocation, enterocolitis haemorrhagic, abdominal pain, dyspareunia, back pain, headache, fatigue, vaginal haemorrhage, menstruation irregular, anxiety, ovarian cyst, feeling abnormal, migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, enterocolitis haemorrhagic, fatigue, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menstruation irregular, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils- right-2, left-3 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: results: follicle or cyst on the left ovary/ otherwise ok; on (B)(6) 2016: results: essure in the expected proximal regions of tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received : reporter added, rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and constant chronic pelvic pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea / menstrual cramping / painful periods"), device dislocation ("essure coils in the expected proximal regions of both fallopian tubes") and enterocolitis haemorrhagic ("bloody mucous stool") in a 22-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menstruation irregular ("irregular menses"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and anxiety ("increased anxiety"). On (B)(6) 2016, the patient experienced enterocolitis haemorrhagic (seriousness criterion medically significant), abdominal pain ("severe and constant abdominal pain") and ovarian cyst ("follicle or cyst on the left ovary"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), fatigue ("fatigue") and feeling abnormal (""foggy" feeling in her head"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, device dislocation, enterocolitis haemorrhagic, abdominal pain, dyspareunia, back pain, headache, fatigue, vaginal haemorrhage, menstruation irregular, anxiety, ovarian cyst and feeling abnormal outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, device dislocation, dysmenorrhoea, dyspareunia, enterocolitis haemorrhagic, fatigue, feeling abnormal, headache, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: follicle or cyst on the left ovary/ otherwise ok; on (B)(6) : essure in the expected proximal regions of tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.